Event description:
It was reported that a spectrum iq pump indicated the door was open when it was closed. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported symptom of 'door says open when closed' was not reproduced. A review of event history log revealed 'shut door - power off ' messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a loose upper auxiliary mechanism screw. The mechanism will be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.